Event description:
It was reported that the leads were not implanted due to patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. (B)(4) the full lead was returned and no anomalies were found. There was blood in/on the helix mechanism. (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid on the outer tubing overlay.